Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 368 mg/dl at the time of the incident. The customer was assisted with troubleshooting and customer reports display was blank currently. Customer stated that there was no alarm took blood 125 was tired blood glucose was 3 something failed battery test. Customer stated that 1 insulin pump was delivered with crack in it, 2nd another insulin pump issue and this one that died while replacing the battery. Customer stated that they used 6 new batteries. The customer removes the battery and stated the insert battery alarm did not display on the insulin pump screen. Customer stated the contact on the battery cap was neither missing nor damage. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated that display did not returned after insulin pump restart. Customer received failed battery test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No failed battery alarm and no blank display anomaly during test noted. Device received with cracked battery tube threads.